Event description:
It was reported that customer got pump wet and a malfunction alarm occurred. Customer's blood glucose level was 70 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.